Event description:
It was reported that patient underwent initial right total hip arthroplasty in 2005. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The biomet modular head and competitor shell and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. Date implanted - implanted in 2005. PMA/510(k) number - unknown. Manufacture date ¿ unknown.